Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting, the issue was not confirmed, and the pump was replaced. There was no adverse impact to the customer¿s blood glucose level due to this reported issue. Reportedly, the customer continued to use current pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.